Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The device had minor scratches on lcd window, cracked case at display window corners, and cracked battery tube threads.

Event description:
It was reported that the insulin pump screen was foggy and the insulin pump froze while customer was trying to give herself a bolus. Customer also stated the insulin pump had been dropped onto hard surface three times in the month leading up to the keypad issues. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.